Manufacturer narrative:
The reported that the black coupling around the led fell out was confirmed through visual inspection. Any physical impact to the navigated instrument can will cause product damage.

Event description:
It was reported that the led of the device fell out during a surgical procedure conducted at the user facility. No delays or impact to the patient were reported with this event.

Event description:
It was reported that the led of the device fell out during a surgical procedure conducted at the user facility. No delays or impact to the patient were reported with this event.